Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 11, a failure occurred upon insertion in type ii bone. Clinician placed an implant in a different site. Insufficient bone and mobility were reported. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 11, a failure occurred upon insertion in type ii bone. Clinician placed an implant in a different site. Insufficient bone and mobility were reported. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).